Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose level. Customer has been experiencing discomfort with the infusion set, and reportedly has site issues because he is very lean.